Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the allegation based on a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Indicative of helix extension/retraction difficulty. Further, known inherent risk was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.